Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) guided the customer to power cycle the station by turning it off, waiting 60 seconds, and powering it back on. The station rebooted normally, and the customer successfully logged in. Issue resolved. The system functioned as intended after the field service engineer (fse) assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported station turn to black screen. Black screen showed invalid password. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.